Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." "Device may not be used prior to training by manufacturer." The instructions for use state, "slowly introduce needle into accessory channel of endoscope and advance in short increments. Ensure needle is completely retracted and locked in place. Note: bends or kinks in needle caused by improper introduction may result in the inability to deploy fiducials." It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle near the distal end. This contribute to advancement and/or retraction difficulties. The instructions for use caution the user, "failure to attach device prior to needle adjustment or extension may result in damage to endoscope." Kinks in the needle can occur if the device experiences excessive pressure during product handling and preparation. Prior to distribution, all echotip ultra fiducial needles are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a fiducial placement procedure under endoscopic ultrasonography (eus), the physician used a cook echotip ultra fiducial needle. The patient had a large non-operable malignant solid lesion in uncinate process section of the pancreas and an uncovered sems [self-expanding metal stent] biliary stent. The echo needle was advanced transduodenally into the lesion, which was a challenging position for needle. There were no difficulties retracting the needle and it was retracted fully. The needle bent in a banana shape (approximately 95 cm long curve) and it was not possible to deploy the fiducials. When the needle was withdrawn from the endoscope and the catheter was straightened, the fiducials deployed but it needed a strong pressure. Another needle was used the physician introduced the needle in a straighter position. The fiducials deployed normally. However visualization was poor.